Event description:
It was reported that the patient went to the emergency room for chest pains. The following day at the follow-up appointment, it was noted that there was t-wave oversensing (twos) on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead implanted: (B)(6) 2012. (B)(4).